Event description:
Twenty-seven stryker beds were delivered to this facility. One of the 27 beds failed on arrival. The model 2040 bed has the self-propelled option. This feature worked sporadically upon initial service. Inspection by bio-med. The motors driving the wheels burned out. This particular bed was not delivered to the ICU as intended and returned to the manufacturer. The manufacturer's rep was made aware of the problem at the time of occurrence.